Manufacturer narrative:
Evaluation of returned device found evidence that instrument fractured due to torsional overload. Dimensional evaluation found component to be within appropriate design specification. There are warnings in the package insert that state that this type of event can occur: under precautions, it states, "surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement. " this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00633-1 / 00634-1).

Event description:
It was reported patient underwent a trauma procedure on (B)(6) 2013. During the procedure, while the surgeon was attempting to insert the screw into the femur the inserter connector fractured and the screw remained in the femur. The surgeon retrieved the screw but as a result used a different screw and a shorter screwdriver to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4) has been assigned. The CAPA will determine the root cause of the complaint and address appropriate corrective actions taken.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-00633 / 00634).

Manufacturer narrative:
This follow-up report is being filed to relay corrected product evaluation results. Examination of returned device found no evidence of product non-conformance. The root cause of the event could not be determined, but was likely due to accidental use of the inserter connector during the torquing portion of the procedure.